Event description:
Boston scientific crm (bsc) received information from a bsc field representative that this implantable cardioverter defibrillator (ICD) and a guidant right ventricular (rv) lead were associated with a remote monitoring alert for high out-of-range (oor) shock impedances. The representative reported the shock impedance measurements had trended on the high end of the normal range since implant (B)(6) months previous, and two oor measurements subsequently had been recorded. All other lead measurements were normal, and a therapy-delivery episode a month previous showed no evidence of lead noise. A bsc technical services (ts) consultant discussed the possibilities of setscrew or lead-device connection issues, or changes in the patient's medications or medical condition that could have increased the impedance. Ts discussed troubleshooting strategies to evaluate the lead non-invasively, commanded shocks with evaluation, monitoring or invasive investigation. There were no reports of adverse patient effects, and the lead and device remain implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received another alert for high shock impedance measurements. The root cause has not been determined, but additional investigation is pending. The device and rv lead remain in service. The field representative was contacted and was unable to provide any additional information. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The investigation of this event is on-going as a request has been made to the fcr for additional information.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific's technical services in (B)(6) 2018. The fcr reported that a health care professional (hcp had performed a remote interrogation on this patient's device and a greater than 200 ohm shock impedance was observed. Historically, the shock impedance has trended in the 160-170 ohm range. The latitude trend for the past year has been greater than 200 ohms for this single coil right ventricular (rv) defibrillation lead. The technical service's consultant was informed that the current shock vector is programmed rv coil to can. The last delivered shock occurred on (B)(6) 2010. The delivered shock was 41 joules associated with a post-shock impedance of 91 ohms. The technical service's consultant commented that the physician could consider a high energy commanded synchronous shock to determine the impedance of the delivered shock. The fcr was informed that a truncated shock waveform, if the delivered shock was greater than 145 ohms, could affect therapy effectiveness. The fcr was planning to discuss this further with the hcp.

Event description:
The fcr was contacted who was not aware of any intervention (reprogramming or invasive).